Event description:
It was reported that the power cord is coming out the machine this happened multiple times. Used with male wicks. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared) per additional information received on 15jun2026, it was reported randy got a pw portable unit replaced because the cord is broken and will not work, they replaced the power cord and still doesn't work the wiring inside has been messed up he says this is his 3rd time getting it replaced. Per follow up information received on 28jun2026, it was reported its real rich you are wishing a wonderful day when the quality of the portable catheters causes my father such grief and misery. This is the third replacement for the same issue. The port is coming out of the unit where it connects to the power cord. Liberator medical still hasn't replaced this broken one and he is in the hospital now due to rashes and hives in his pubic area. They are waiting for replacement, and this is a replacement device for the same issue.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.